Manufacturer narrative:
In a good faith effort (gfe) response from the key market operational planner, it was stated that the alarm occurred while powering on the device. When evaluating the device's diagnostic report (drpt), the alarm is confirmed to have occurred right after the device startup was logged (about 8 seconds after startup). Based in this new information this is no longer reportable since: the power on self-test (post) occurs each time the ventilator is turned on. The ventilator is designed with two speakers. If a problem is detected with either of the speakers, the ¿error code 1102: primary alarm failed¿ will be enunciated. This notification will occur prior to the ventilator being connected to the patient. This is an indication to the user that the ventilator needs attention, and the service manual recommends hardware replacement to resolve the issue. However, given that this alarm may be encountered by a clinician on start-up as opposed to a service technician, there is a chance for this alarm to be ignored in a foreseeable misuse case. However, the alarm should then recur during therapy in the form of ¿check vent: primary alarm failed.¿ even when this alarm posts, there is a high likelihood that one of the two speakers will still work. In order for no sound to be emitted from the primary alarm, there needs to be a fault that causes both speakers to malfunction. In order for harm to occur in this scenario, there are multiple steps in the sequence of events that must take place. First, the 1102 alarm is ignored in post and the ventilator is put into use despite the alarm message. Then, the ¿check vent: primary alarm failed¿ alarm occurs during therapy. The user does not follow expected course of action and does not provide alternative ventilation. Then, the user re-sets the alarm, and then continue to ignore the low priority alarm. In addition, the fault that caused the ¿check vent: primary alarm failed¿ happens to be a fault that causes not only one, but both speakers to malfunction. Finally, the primary alarm will not sound, leading to a failure to alert the clinician. Given the lengthy and unlikely combination of this sequence of events which involves both misuse (not addressing the alarm message during post and then not changing out the ventilator during use as indicated by the ¿check vent¿ status) and a fault condition that causes not only one, but both speakers to malfunction, it is not likely that death or serious injury will occur from ¿error code 1102: primary alarm failed¿ during power on self-test (post). This is scenario is not likely to cause or contribute to death or serious injury if it were to recur."

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer communicated the issue, so a philips sales representative went to the customer site and was unable to duplicate the issue after a restart. The device was collected for investigation at a repair center. This investigation is ongoing.